Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon is likely to have occurred due to human error. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "ultrasonic bronchofibervideoscope bf-uc180f chapter 1 checking the package contents 1.1 standard components before using this instrument for the first time, reprocess it according to the instructions given in chapter 7, cleaning, disinfection, and sterilization procedures chapter 7 cleaning, disinfection, and sterilization procedures ultrasonic bronchofibervideoscope bf-uc180f 7.3 precleaning [warning] if the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately after each procedure." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the user facility.

Event description:
Additional information was received from the user facility. According to the user facility, after the final report is provided by olympus, this event will be addressed with personnel.

Manufacturer narrative:
Date of event: (B)(6) 2021. During an endobronchial ultrasound (ebus) procedure, the customer was using both a bronchoscope and an ebus scope. When the customer was finished with the bronchoscope, pre-cleaning was not performed until after the procedure had been completed (patient identifier (B)(6)). Once the case was completed, the pre-cleaning of the bronchoscope was performed correctly but for the ebus scope, the customer wiped down the scope and suctioned the detergent for 30 seconds. The customer then flushed 10ml of water through the balloon port, and then flushed 10ml of air twice through the balloon port. The user facility was also observed using the same suction cleaning adapter throughout the entire day without cleaning between uses (patient identifier (B)(6)). At the end of the day, the user facility would fill the adapter with detergent solution and let it soak in the detergent overnight. In the morning, the adapter would be flushed with air and then used for the rest of the day. In addition, in the reprocessing room, the sinks are low which makes it difficult for the staff to clean the scopes under the water due to having to bend over. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Over a three-day timeframe, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing methods performed on olympus scopes in-house. During this onsite visit, the evis exera ii ultrasonic bronchofiberscope was observed to be reprocessed incorrectly. There were no reports of patient harm associated with this event. This event is related to patient identifiers: (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6).